Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The cgm reading was 40 or 46 mg/dl and therefore the patient was self-treating with glucose tablets and drinking apple juice to increase the readings. The cgm rose to 50+ mg/dl but then dropped to 40 mg/dl. The patient was feeling ¿terrible and sick,¿ and his mother noticed that the readings were still not rising and were stuck around 40 mg/dl. No comparison bg was checked at the time. The patient felt like passing out but did not lose consciousness and the mother took him to the emergency department. At the time of arrival, the bg was 1100 mg/dl and the cgm was still showing 47 mg/dl. The patient was treated with an IV (presumed to mean IV fluids) and insulin injections. The patient was admitted to the hospital for five days and treated with humalog and lantus insulin. At the time of the report the patient was recovered and in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.